Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a threshold test, noise was observed on the lead. No intervention planned at this time. Patient was stable and was scheduled for another follow-up.